Event description:
It was reported that the patient's right knee was revised due to instability. Surgeon's original plan was to revise the poly insert, but intra-operatively decided to revise the femoral component as well. A size 4 ts femoral component with stem and augments, and a size 4 ts insert were revised to a size 4 ts femoral component with a stem, cones, and augments, and a 4x19 ts insert. Rep provided explant pictures and revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding, instability involving triathlon stem was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted triathlon stem in used condition with biological material throughout. No other remarkable observations were noted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to instability. Surgeon's original plan was to revise the poly insert, but intra-operatively decided to revise the femoral component as well. A size 4 ts femoral component with stem and augments, and a size 4 ts insert were revised to a size 4 ts femoral component with a stem, cones, and augments, and a 4x19 ts insert. Rep provided explant pictures and revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.